Event description:
During the index procedure three resolute onyx drug eluting stents were implanted in the rca. Approximately 42 months post procedure patient suffered a cerebral infarction. The event was treated with intravenous thrombolysis. The patient is recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.